Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When imaging was started, the shaft was detached and the catheter was coiled together outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.